Manufacturer narrative:
Please note correction to d4 (catalog # and lot#). Additionally, please note correction to h6 (method code). The received pictures were reviewed, the plate is visible on the pictures together with six (6) screws. The plate is intact, the surface is slightly discolored and there are scratches visible, the anodized layer is not present anymore at the scratches, which indicates that they were caused post-manufacturing. However, in retrospective is cannot be defined if the scratches were caused during the implantation or extraction of the device, therefore it is not possible to say if implant debris form these damages did possibly contribute to the event. A device inspection was not possible since the affected device was not returned and no other evidence were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. The plate with the lot number f47329 was manufactured in december 2014 with a lot size of (B)(4) and we are not aware of any other complaint regarding to this lot number. The review of the complaint history has also shown that there is no other complaint of this nature registered for the catalog number plp10342. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The complaint was forwarded to medical affairs for review with following result: "most literature describes titanium related issues in relation to dental implants, although some also refer to orthopedic implants. It has been shown that titanium oxide may cause a sensitivity reaction, damage to specific human cells or disturb pathways in the human body. Symptoms of sensitivity of titanium may include: episodes of hives, eczema, edema, reddening, and itching of the skin or mucosa. Symptoms of titanium toxicity may include: fatigue, headaches, blurring of vision, respiratory inflammation, lymphedema, and hyperpigmentation of the nails and skin (yellow nail syndrome). Some of the symptoms described by the complaintive seem/ may to be related to titanium: itching and headaches. For the others I am unable to confirm whether these are related to titanium orthopedic implant toxicity. Dental implants have a bit of a different toxicity pattern compared to orthopedic implants, since titanium oxide nanoparticles may end up in the digestive system, which is not possible for orthopedic implants in the foot. Furthermore, it has to be clear as well, that next to orthopedic implants and dental implants titanium oxide is present in many cosmetics and is a food additive as well. There may be more reasons for the high blood levels for this case, we have limited information on the other ways titanium good have gotten into the blood." The review of the provided information has shown that the performed blood test has an increased titanium value of 10.5 ¿g/l, but it is not clear whether all reported symptoms are related to the titanium blood levels, also it is unknown if there are potential other factors that did contribute to the values. Therefore the complaint is rated as unconfirmed in relation to the implants. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "a titanium plate and screws which were implanted in 2015 caused titanium dioxide poisoning in the patients body. Patient reported symptoms started in 2022. Eventually a blood test for titanium dioxide confirmed this. The plate and screws were removed.".

Event description:
As reported: "a titanium plate and screws which were implanted in 2015 caused titanium dioxide poisoning in the patients body. Patient reported symptoms started in 2022. Eventually a blood test for titanium dioxide confirmed this. The plate and screws were removed."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "a titanium plate and screws which were implanted in 2015 caused titanium dioxide poisoning in the patients body. Patient reported symptoms started in 2022. Eventually a blood test for titanium dioxide confirmed this. The plate and screws were removed."